Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance.  During the evaluation, the femoral head and acetabular cup showed evidence of wear. A conclusive root cause could not be determined. This report is 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04080 & 2016-00197).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2015 due to unknown reasons.